Event description:
It was reported to nova biomedical that a consumer received a blood glucose result in the 300's. Based on that reading, the consumer reported she took either 7 or 8 units of insulin. Subsequently, the consumer experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test her test as instructed in our directions for use. Consumer educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.